Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4) . The defective sample was not returned by the customer due to the addition of the chemotherapy drug. The customer did provide a picture of the defective unit and also returned (4) unused empty pab containers from batch j0n651. The picture from the customer showed a spiked pab unit with a damaged metal closure. The blue cap of the unit was still present. Based on the picture, the defective unit appeared to have a damaged metal closure. This defect could either be caused by damage during shipping/handling or damage during the crimping process in manufacturing. However, since the defective sample was not returned it could not be clearly identified how the unit was damaged. The four (4) returned units were tested for leakage and no leaks were observed. Visual inspection on twenty (20) retained units and the retained units for the three (3) batches produced prior and the three (3) batches produced after batch j0n651 revealed that no defects were observed that could result in a potential leakage issue no leakage was observed in any of the retained units. The batch record was reviewed and the batch met and passed all release criteria and tests. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed. This follow-up report is being filed as a video was also provided by the end customer. The video sent by the customer also showed this defect. In the video, it was observed that the plastic bag containing the defective unit had liquid droplets. Since the complaint unit is an empty pab container, this indicates that the damaged metal closure was observed by the customer after they had handled and added medication/solution to the container. The investigation findings code and conclusions have been updated.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The defective sample was not returned by the customer due to the addition of the chemotherapy drug. The customer did provide a picture of the defective unit and also returned (4) unused empty pab containers from batch j0n651. The picture from the customer showed a spiked pab unit with a damaged metal closure. The blue cap of the unit was still present. Based on the picture, the defective unit appeared to have a damaged metal closure. This defect could either be caused by damage during shipping/handling or damage during the crimping process in manufacturing. However, since the defective sample was not returned it could not be clearly identified how the unit was damaged. The four (4) returned units were tested for leakage and no leaks were observed. Visual inspection on twenty (20) retained units revealed that no leakage was observed in any of the retained units. Retained units for the three (3) batches produced prior and the three (3) batches produced after batch j0n651 were inspected and no leakage was observed in any of the retained units. The batch record was reviewed and the batch met and passed all release criteria and tests. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4).. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a technician noticed melphalan (chemotherapy) leaking out of the bag from a defective area while pushing the drug through the tubing. It was stated the metal around the port neck is warped. No injuries were reported.